Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and a hole burnt through the silicone. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole size is approximately .020 in diameter and is located 0.135 above the silicone to sleeve interface. A small tear was found in the melted area around the hole and mechanical tearing through the silicone was observed approximately 0.125 above the hole. Another tear was discovered at the distal tip. No other damage was found. The instruments and accessories user manual specifically states: inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one. Do not use another instrument to clean the tip cover accessory.

Event description:
It was reported that during a da vinci s surgical procedure the monopolar curved scissors (mcs) tip cover accessory, installed on a mcs instrument, was nicked by a fenestrated bipolar forceps instrument. The tip cover was immediately removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the mcs tip cover accessory.